Event description:
It was reported that high capture threshold was observed on the left ventricular (lv) lead. The patient experienced discomfort due to phrenic nerve stimulation after an attempt to reprogram the device. The device was then successfully reprogrammed to resolve the event, and the patient was in stable condition.